Manufacturer narrative:
(B)(4). Evaluation process: unit received in poor condition with gouges in surface and scratches on front panel overlay (enclosure will be replaced.) A power cord was received with unit. No user manual nor hand pieces were received. Internal visual inspection revealed no loose or broken components. Unit delivered rf energy correctly into fixed resistors. Root cause: the generator was found to be correctly delivered rated power to rated loads upon receipt. The pulsar ii is an electro surgery device and, as such, is considered an intentional radiator of rf energy when keyed (via foot pedal or hand piece activation.) All equipment in the or should be designed to withstand the emi interference generated by the pulsar ii rf generator (per (B)(4) requirements.) The pulsar ii rf generator is functioning as designed. (B)(4).

Event description:
Plasmablade was activated and the pacing output of the pacemaker was reduced from 70bpm to 40bpm and when the plasmablade was deactivated the pacemaker output did not recover to 70bpm. In order to reset the pacemaker to 70bpm the voltage on the pacemaker had to be increased. Use of plasmablade was terminated. Reference link below to letter issued by st. Jude indicating that the use of electrosurgery in conjunction with certain pacemaker models can result in a functional impact to the pacemaker (reduced output or lack of output). (B)(4): via retrospective review of complaints associated with pacemaker interference, this pe was determined to be reportable. Date of retrospective review (B)(6) 2014.